Event description:
It was reported by the patient that there was something wrong with the recalled lead and they replaced it. No information could be obtained regarding this event. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.